Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had hairline fractures inside reservoir window, crack on top of reservoir opening. Customer stated that the backlight does not work. Customer stated that they putting in new reservoir, it loose sometimes. Customer stated that the insulin pump had frequent unexplained no delivery alarms and sometimes pump does not give low battery warnings. The device will not be returned for analysis.